Manufacturer narrative:
Removed code e2401. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction. It was reported that the patient reported they were having an issue with it. Patient explained it felt like an electric shock was coming from the part that's in the battery pack in their buttock. They were still having the normal stimulation sensation in their pelvic area but the shock comes from the implant. Patient said the issue started last night. Patient stated it was not all the time, just occasionally. Agent asked if the stimulation was uncomfortable for the patient and patient said it was a shock. Patient mentioned they had a stimulator since 2019 and this was just a new one. Patient confirm they know how to use their handheld devices and they have already decreased their stimulation to 0.2 and they still having the same issue. Patient confirmed they had never had this issue before. Agent reviewed options to decrease stimulation or reach out to their healthcare provider(hcp) for medical advice. The patient said they would call their hcp. Additional information received indicated that a call came in from the managing hcp's office. Tss transferred them to nas to page the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.